Event description:
During in-house eval, the unit failed to alert load syringe plunger. The customer originally reported that the unit was alerting load syringe plunger. The biomed confirmed the alert and found that the hex was not greater than co.